Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The line reportedly broke upon checking for blood return. It scared the patient, but there was no chemo in the line. Upon completion of an unspecified chemotherapy drug, the line was flushed with 50ml ns. Line was connected to a port. Hospital policy is to check blood return and flush prior to decannulation. During the blood return check, line became disconnected at the cassette and distal segment of tubing. There was no patient harm, there was no delay in therapy and no one was harmed as a result of the reported event.

Manufacturer narrative:
One photo was provided for evaluation; one photo provided; the photo confirms the complaint of disconnected tubing; the photo confirms disconnected tubing. The reported complaint can be confirmed from the photo provided. Probable cause unknown without the return of the failed sample. Lot history review was conducted as no lot information was provided.